Manufacturer narrative:
The six curved broach handles associated with this report were not returned for examination. Lot codes cr2ap4 and rm390b signify manufacture during october 2008 and october 2012 and have been in-service for four to eight years. Previous investigations for this product code and issue found with the increasing occurrence of lower-visibility small incision cases, it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. In all cases, if these orientation features inadvertently are not aligned properly, the cam will lock incorrectly onto the broach, or that extra pressures are placed on the leaf spring component, leading to deformation of the leaf spring. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. Based on the provided lot codes and age of the instruments the root cause will be attributed to wear out/inadvertent use error. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handles do not hold the broaches.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.